Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported the tampon fell apart leaving pieces inside. The string unraveled and there was not a full string to remove the tampon. Tampon pieces were manually removed. Since using the tampons she has been diagnosed with multiple utis and yeast infections. She was also diagnosed with tss. Her health has improved.